Manufacturer narrative:
Calibration and qc results were acceptable. The field service engineer found the sample probe was partially blocked. He changed the pinch tubes and cleaned and primed the analyzer. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient sample from the cobas 6000 e601 module. The initial result was 13.78 ng/ml. On (B)(6) 2020, the repeat results were 0.691 ng/ml and 0.695 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.